Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were being used to deliver unspecified medications, at unspecified rates. After unspecified length of time, the customer contact reported that unspecified volumes of solutions leaked from unspecified locations of the tubing sets. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.